Event description:
Related manufacturer reference number: 3006705815-2021-05568, 3006705815-2021-05570. It was reported the patient was unable to set their ipg to MRI mode due to high impedances on both leads. Surgical intervention took place in which the patient's system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The reported event for high impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed channels 1, 2, 4, 5 and 6 were broken 39.25cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.